Manufacturer narrative:
Additional information as received the implant coil was still attached to the pushwire; therefore, the customer report of ¿premature detachment¿ could not be confirmed. The implant coil found stretched within the introducer sheath with the polypropylene filament broken. The pushwire found bent at the proximal end. As the device condition was contradictory to the complaint description, follow-up was conducted to confirm the complaint details and that the correct device was returned, however no confirmation was received.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that a coil prematurely detached during coiling treatment. The patient was treated for a small posterior communicating artery aneurysm. It was reported that the coil was prematurely detached and thus physician withdrew the coil and replaced it with another coil and finished the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.